Event description:
It was reported that during an unknown procedure, the safety trigger jammed. It was difficult to release. Forced it open, then fired the instrument. There was no adverse patient consequence.